Event description:
Upon follow up with the patient¿s pdrn(peritoneal dialysis registered nurse), it was reported this patient was hospitalized on (B)(6) 2023 following erythema, edema and purulent drainage at the inferior aspect of his pd(peritoneal dialysis) catheter exit-site. It was explained the patient was diagnosed with an exit-site infection that was attributed to a break in aseptic technique while cleaning his pd catheter (not a fresenius product) at home. The patient¿s pd catheter was removed during this hospitalization due to the nature and severity of the infection. It was affirmed the patient did not experience any other concomitant infections as a result of this adverse event. The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s pd catheter exit-site infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with plans to return to pd therapy once cleared by his physician.